Event description:
Customer reported hospitalization due to high blood glucose readings of 500 mg/dl. Customer stated that she was in the hospital with a broken insulin pump and stated that the insulin pump did not deliver any insulin prior to the hospitalization. Customer was off the insulin pump 2 days prior to the hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.